Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a ch a display malfunction was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to pixels missing on display pump head module channel a. The display on pump head module channel a was replaced to correct this condition. Additional information: this is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a malfunction of a channel a display malfunction. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.